Event description:
The distributor reported that, "an old pt experienced an event of allergic rashes consecutive to a surgical procedure of knee replacement. It was indicated that the prosthetic component is an alloy with a rate of 64% of cobalt. After a patch test it was found that the pt has a strong sensitivity to cobalt. The adverse consequences of this sensitivity are also itching and insomnia."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.